Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the radio frequency programmer head uplink tests were out of specification. The head's cable was replaced and the device then passed all functional and systems tests, and no other anomalies were found. Concomitant medical products: product ID 2090aa4, programmer. (B)(4).

Event description:
It was reported that the radio frequency programmer head which was returned along with the programmer subsequently tested out of specification during manufacturer's analysis.